Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels (325- 400 mg/dl) and unable to lower bg levels. The customer delivered a bolus and with the pump and administered a manual injections to address bg levels. The customer contacted their healthcare provider who suggested to administer another injection to lower bg levels. The customer was unsure of the cause of the high bg levels. During followup with tandem technical support the customer reported bg level have decreased (191 mg/dl) and stated had used a new infusion set and vial of insulin.